Manufacturer narrative:
Investigation results: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. DHR review for batch 7238640 (B)(4). Manufacturing dates: 09/07/2017 to 09/11/2017. Batch quantity was 480,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7238640 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the severity and occurrence a CAPA is not necessary. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial reporter phone: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel of the bd plastipak¿ luer-lok¿ syringe had a crack along the side leaking medication. This created a need for more medication to be re-drawn up. Found during use. No reports of serious injury or medical intervention noted.